Manufacturer narrative:
The lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged shortly after the implant procedure. No intervention had been performed and ra lead had been electrically abandoned. The boston scientific field representative learned about the dislodgement while researching the patient's system to plan for a device replacement. A single chamber implantable cardioverter defibrillator (ICD) was selected as the replacement device and no change to the ra lead was expected. No adverse patient effects were reported due to the lack of ra pacing.